Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion test due to the motor error alarm.

Event description:
The customer initially called to report high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test.